Event description:
Additional information received from the patient reported that they changed the batteries and the stimulation issue was resolved.

Event description:
The patient reported that they had a loss of stimulation the week prior to the report. They tried connecting to their implantable neurostimulator (ins) using the programmer and saw a poor communication screen. The programmer would not connect to the ins. They were unable to get the recharger to communicate with the ins as well. The recharger would not connect to recharge. The patient did not remember the last time they charged. Overdischarge was reviewed with the patient. The patient was going to follow up with a doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.